Manufacturer narrative:
This lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms and loss of capture. It was noted that x-ray and fluoroscopy did not show a lead fracture; however, the physician assumed the lead was fractured due to the age of the lead and the clinical observations. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms and loss of capture. It was noted that x ray and fluoroscopy did not show a lead fracture; however, the physician assumed the lead was fractured due to the age of the lead and the clinical observations. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 162 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high impedances and loss of capture were likely caused by the confirmed fracture. This lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.